Event description:
Colombia. Allegedly, the patient underwent surgery on (B)(6) 2026. Hours after the procedure, a ruptured implant was identified (sn: (B)(6).

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: device rupture.